Event description:
Facility reported, that during use, the arterial line separated from the button hole medication port, resulting in an ebl of 100cc's. The event occurred approximately 15 minutes into treatment. The dialysis machine used was a 2008h, blood flow rate450, venous ressure pre-240, post-200. No ill effect reported to pt. The sample is available for evaluation.